Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and a infrarenal aortic extension. Subsequently, the infrarenal was found to have migrated down. Physician elected to implant a suprarenal aortic extension to correct issue. No patient injury was reported.

Manufacturer narrative:
Based upon the investigation findings, the reported stent graft migration has been confirmed. The devices remain implanted in the patient. No images/records were provided, so a clinical assessment could not be completed. A manufacturing record review was performed, and the lot met all release criteria with no issues or deviations that would explain the reported event. And overall the investigation is inconclusive. However, cautionary product use conditions that might have contributed to this event included. A 15 percent conical neck taper, and, thrombus within the aortic neck. Patient factors that might have contributed to this event included: current tobacco use, which might have contributed to an accelerated aneurysmal disease process.